Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that the insulin came out of the insulin pump after removing the reservoir. The customer reported that the bottom the reservoir was somehow removed. The customer's blood glucose was 404 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with the insulin pump. The insulin pump will be returned for analysis.